Manufacturer narrative:
An investigation could not be performed as the device is not returned. Based on the limited information provided, the reported product complaint could not be confirmed. A review of general manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met established specifications during the manufacturing and quality release process.

Event description:
"Ethicon was notified of complaint for ""tvt-cal-obturator""., calobtunk. Dir 117360 received from tga in relation to ethicon gynecare prolift - prosthesis, incontinence product details provided: gynecare prolift clinical event information: 16/03/2006 tvto + posterior prolift complications: 3/12 post op constipation - required 2 evacuations at hospital mixed urinary incontinence pv bleeding - mesh erosion 2023 suburethral mesh exposure 2024 required anterior vaginal repair + vault adhesiolysis + oversew of small bowel enterotomy + mesh excision + revision of posterior repair and cystoscopy. Has some anterior wall descent, doctor has tried multiple pessaries which have failed. Disclaimer: no further information available as reporter details have not been disclosed (confidential).